Event description:
New information received noted that programming changes were performed to resolve the issue.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for in clinic follow-up. Review of remote transmissions revealed wide qrs oversensing noted on the implantable cardioverter defibrillator (ICD). Programming changes were discussed, no intervention was reported. There were no patient symptoms reported.